Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system has a difficult to disengage needle. The following information was provided by the initial reporter: "it was reported that : the needle grinding feeling when retracting ."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-21. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received four unopened units and one opened unit. First, we tested the opened device where it was identified that the device does feel to have some additional drag and catching affecting retraction. Further inspection revealed that the additional drag is between the needle and tip shield of the device. Visual inspection under magnification, (while sliding the needle) identified that the resistance is felt near the white grip of the device and that there is a circular indent to the needle that appears to be causing the resistance. The damage observed creates an uneven surface to the cannula causing interference between the needle and washer. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating raw material or manufacturing. The needle and washer were measured for outer and inner diameters respectfully. Both measured within specification. Microscopic inspection did not identify any damage or burring of the bevel. The incoming material group performs inspections on incoming materials for acceptance criteria. This includes visual inspections and measurements of the needle and washer per the buy specifications. The needle lots involved in the production of this lot were inspection for any related quality notification. There were no quality notifications found. Additionally manufacturing performs needle inspections after bumping as well as retraction and functional testing through the process to ensure retraction occurs. The four unopened units were visually inspected and tested for retraction. No abnormalities were found when performing retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system has a difficult to disengage needle. The following information was provided by the initial reporter: "it was reported that : the needle grinding feeling when retracting ."